Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation- other '), device dislocation (' malposition of essure device- location of device one coil was placed higher than the other') and genital haemorrhage ('bleeding') in a 49-year-old female patient who had essure (batch no. C38208) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included insomnia. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced migraine ("migraines / headaches"), nausea ("nausea") and tooth disorder ("dental problems"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In (B)(6) 2019, the patient experienced vision blurred ("vision/eye problems type: blurry and dry") and dry eye ("vision/eye problems type: blurry and dry"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain/right side back pain"), pelvic pain ("pain right pelvic region") and pain in extremity ("right side leg pain"). Essure treatment was not changed. At the time of the report, the perforation, device dislocation, genital haemorrhage, back pain, migraine, nausea, tooth disorder, vision blurred, dry eye, weight increased, pelvic pain and pain in extremity outcome was unknown. The reporter considered back pain, device dislocation, dry eye, genital haemorrhage, migraine, nausea, pain in extremity, pelvic pain, perforation, tooth disorder, vision blurred and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date(s):- (B)(6) 2014 and (B)(6) 2015. Received treatment for- dental problems, vision/eye problems type: blurry and dry, current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Imaging procedure - on (B)(6) 2014: essure confirmation test(s)(unspecified) : confirmation test- yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2019: pfs received- lot number was added. New event malposition of essure, migraines / headaches, nausea, dental problems, pain, blurry vision and dry eye, leg pain, pelvic pain were added. Lawyer was added. Medical history was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation- other'), device dislocation ('malposition of essure device- location of device one coil was placed higher than the other') and genital haemorrhage ('bleeding') in a 49-year-old female patient who had essure (batch no. C38208) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included insomnia. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced migraine ("migraines / headaches"), nausea ("nausea") and tooth disorder ("dental problems"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In (B)(6) 2019, the patient experienced vision blurred ("vision/eye problems type: blurry and dry") and dry eye ("vision/eye problems type: blurry and dry"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain/right side back pain"), pelvic pain ("pain right pelvic region") and pain in extremity ("right side leg pain"). Essure treatment was not changed. At the time of the report, the perforation, device dislocation, genital haemorrhage, back pain, migraine, nausea, tooth disorder, vision blurred, dry eye, weight increased, pelvic pain and pain in extremity outcome was unknown. The reporter considered back pain, device dislocation, dry eye, genital haemorrhage, migraine, nausea, pain in extremity, pelvic pain, perforation, tooth disorder, vision blurred and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date(s):- (B)(6) 2014 and (B)(6) 2015. Received treatment for- dental problems, vision/eye problems type: blurry and dry, current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Imaging procedure - on (B)(6) 2014: essure confirmation test(s)(unspecified) : confirmation test- yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation- other') and genital haemorrhage ('bleeding') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and back pain ("back pain"). Essure treatment was not changed. At the time of the report, the perforation, genital haemorrhage and back pain outcome was unknown. The reporter considered back pain, genital haemorrhage and perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified) : confirmation test- yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received: event injury was replaced with back pain. New events - bleeding, perforation - other were added. Case is now incident. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.